Manufacturer narrative:
The device was not returned; therefore, a device evaluation was not performed as it was discarded by the end user. There was no photographic evidence provided. There was no further information provided by the customer to confirm the complaint event and any correlation to the device. There was no lot information provided by the complainant; therefore, a device history record could not be performed. A part number history data review was performed. Within 36 months there have been three complaints for this part number. There was no other instance of the complaint event reported. There have been a total of 23 internal non-conformances during manufacturing in-process inspection where the majority of non-conformant pieces were dispositioned to be scrapped. There have been no capas related to this part number. The complaint rate for this part number is 0.1%. Without further information to confirm the complaint event and correlation to the device or the device for further evaluation, the complaint event root cause is indeterminate.

Event description:
It was reported that this was a tlif (l4 to l5) for the spondylolisthesis on (B)(6) 2022. The surgery was completed successfully without any surgical delay. After the surgery, the patient was infected. The cage was removed. No further information is available. This complaint involves one (1) device. Implant date (B)(6) 2022.